Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient 'felt like her pump was overdosing her'. The patient stated that she 'got tired, kept falling out on the floor, was literally passing out cold, and broke and cracked so many bones it was pathetic'. The patient's physician indicated that the patient's was given the 'minimal amount'. The medications used within the system were baclofen and morphine. Additional information was requested but not available at the time of this submission.

Event description:
Additional information: it was later reported that the healthcare provider (hcp) 'looked through every chart they still have since 2008' and 'did not see anything about any overdose in any of the charts." It was noted that an overdose 'could have happened prior to 2008' but they did not have those records anymore. On (B)(6) 2009, the patient had lioresal 2000mcg/ml at 850mcg/day. On (B)(6) 2009, the patient had an MRI 'because she had a change in symptoms and they wanted to check on the progress of disease.' After the MRI 'the patient became sketchy.' She stopped coming in and calling. Regarding the fatigue, the hcp noted that 'is part of having ms and there is nothing that the pump therapy could do for that.' But the patient 'always listed that as a complaint when she came in.'

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).